Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 200mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming and passed the test. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water: no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The siphon guard was removed for the pressure test. The valve was then pressure tested and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. This appears to be the root cause for the problem reported by the customer. A review of the history device records confirmed the valve product code ns9008, with lot cndcvg, conformed to the specifications when released to stock on the 11th may 2012. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
On (B)(6) 2014, the device was implanted via l-p shunt to the patient with chronic subdural hematoma ((B)(6) male). The initial setting pressure was 200mmh2o. Since over drainage was noted after implantation, the surgeon removed the device on (B)(6) 2014. The setting pressure was not changed from 200mmh2o until the removal. When checking the fluid flow at the removal by pulling out the device from the abdominal catheter, leaving the lumber catheter implanted, the surgeon found it excessive. The revision is currently under consideration.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.